Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device shows error 41171" was able to be duplicated. Red screen with error 41171 after starting the pump. The cause of the reported issue was unable to be determined but was resolved by replacement of the mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device shows error 41171. There was no reported patient involvement.